Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, when removing from the plastic protector, the catheter was found to be broken in three places.